Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the exposed svc (su perior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The full lead that was returned was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿oversensing and noise¿ described in the event. There were no anomalies observed that would contribute to oversensing and noise, and all electrical testing was within specified parameters. In addition a fracture or in-vivo insulation breach was not observed, and there was no blood ingress into the conductors. The lead was returned with minor explant damage. Helix extension/retraction and length testing were performed and all results were within specified parameters.

Event description:
It was reported that an alert was triggered several times due to oversensing and noise on the right ventricular (rv) lead. The rv lead also experienced high threshold. The right atrial lead was also reported to have high threshold. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead as three ventricular non-sustained episodes at <(><<)>= 200 ms occurred on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met as six patient alerts for lead fiaulre predictor occurred between (B)(6) 2012 and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the ventricular sic was 101 counts in 4.83 days between (B)(6) 2013 and (B)(6) 2013. Concomitant products: 511212, competitive pacing lead, (B)(6) 2012; 5568, implantable pacing lead, (B)(6) 2012; d224trk, bi-ventricular defibrillator, (B)(6) 2012; 620rg29, heart ring, (B)(6) 2011.